Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the left ventricular lead was attempted for an implant; however, the lead had no capture. The lead was not used, and a new lead was implanted the next day. The patient was stable before and after the procedure.